Manufacturer narrative:
The subject device was not returned for investigation; therefore, investigation is based solely on the information provided by the customer and the sbc (service business center). The product was sold on 12 july 2017. The occurrence of error message e433 was reported. Based on information noted by sbc during communication with the customer, the error was a temporary occurrence as the error did not reoccur. Also note that the generator was not sent in for repair. A manufacturing and quality control review was performed for device wb91051w with serial number (B)(4). There is no non-conformity associated with this device with respect to the described issue. The DHR (device history record) review showed that the device was manufactured according to valid instructions and met all specifications. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported e433 error message. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.